Event description:
It was reported that the patient has a screw that continues to come loose about every 6 months. Now the crown actually came out today as the screw broke off. Customer reported that the screw fractured. On (B)(6) 2019. The screw was retrieved by the oral surgeon and the entire abutment & crown was replaced.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. This is the 3rd event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted, and no per form was provided. The reported device was located on unknown tooth site. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be completed for the iunihg as the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg, dating 12 months back from the notification date and revealed there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events. Post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg). Based on the available information, device malfunction could not be verified as the exact details of the e reported event was non-verifiable and the product was not returned.

Event description:
No further event information available at the time of this report.